Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complain of error cod 41622 can confirm through pvt and visual test. Replaced cam flex tape. Uso and dso are calibrated. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that it has error 41622 when trying to perform any test. /kl. The event occurred during testing.